Event description:
Description of event: patient had an existing flowonix system, in (B)(6) it was replaced with a (B)(6) pump and 8578 ((B)(6) connector), and few days after implant patient went through withdrawals. Patient was revised with an 8780 catheter on (B)(6) and was successful. Upon opening pocket, the 8578 was securely connected to the flowonix catheter and used the cap kit and was able to aspirate the flowonix/mdt catheter, unknown why patient went through with drawls. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).